Manufacturer narrative:
Device evaluation: the service engineer (se) replaced the graphical user interface (gui) printed circuit board (pcb) again and the unit passed testing and operated within the manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the 840 ventilator display was blank. The ventilator was not in use on a patient at the time of the event. During repairs, the service engineer replaced the graphical user interface (gui) printed circuit board (pcb) to resolve the reported issue; however, found that the ventilator inoperable light emitting diode (led) was lit constantly. It was also noted that no gui audio was heard during the start up of the device. The replaced gui pcb was noted to be an out of box failure.